Event description:
The article, based on a retrospective file review, lists info suggesting a pt being treated for spasticity with an implantable infusion pump (itb) experienced the inversion (flipping) of the implantable infusion pump. No add'l info concerning event resolution and pt outcome was provided. Journal reference: mccall, m.d., et al. "Cervical catheter tip placement for intrathecal baclofen administration." Congress of neurological surgeons. 2006; 59: 634-340.

Manufacturer narrative:
Journal reference: mccall, m.d., et al. "Cervical catheter tip placement for intrathecal baclofen administration." Congress of neurological surgeons. 2006; 59: 634-640. See scanned pages.